Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received 2017-03-22 from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient is currently (B)(6) pregnant. Patient has adaptive stim programmed. Patient noticed some changes to her stimulation where the stimulation felt stronger. The manufacturer representative (rep) told the patient that because she is carrying the weight in the front, it may be pulling and affecting the lead. Patient also reported that when she charged the device the last 2 or 3 times, the baby moved a large "around". Patient reported she charges the device every wednesday. No further patient complications have been reported as a result of this event. Additional information was received from the consumer 2019-01-11. It was reported the patient is currently pregnant with her second child. The patient stated that with her first pregnancy the baby was more active while she was charging. She additionally reported that at 34 weeks she was charging, and the baby got super active and she started to have contractions and her water broke and she ended up going into labor and delivering the baby at 34 weeks. The patient has also noticed with her current pregnancy she is again noticing the baby is very active while she is charging. The patient was currently (B)(6) pregnant. On the morning of the report, while she was charging, the baby was very active, and she started to have a large amount of pain in her lower abdomen and uterus area so stopped charging. The patient is also part of a support group and some of the members are telling her their reps told them it is not safe or that they should turn stimulation off while pregnant. The patient also reported that the manufacturer representative (rep) had to reprogram her scs since she has been pregnant because she was on a high frequency setting, but it was causing a large amount of muscle spasms. The patient was redirected to follow up with her healthcare provider (hcp) to discuss appropriate next steps. The patient contacted her ob-gyn about the pain she was experiencing this morning and the ob-gyn instructed her to turn stimulation off for now. It was reviewed the hcp could contact the office of medical affairs (oma) if needed. It was reviewed safety has not been established for pregnancy or delivery. The rep subsequently reported that the patient texted him about the issue. It was reviewed there are no safety guidelines established in relation to pregnancy and to follow up with hcp. The rep understood and thinks it would be better for the patient to not charge during pregnancy, and then they will get it out of the overdischarged state once she is no longer pregnant. No further complications were reported/anticipated.